Event description:
It was reported that a malfunction alarm occurred with the customer's pump, identified by malfunction code malf 0. There was no reported impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump and assisted in completing the reset process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappears, and they acknowledged this guidance.